Manufacturer narrative:
A partial lead with the distal tip measuring 53.0cm was returned for analysis. Internal insulation abrasion was noted at 12.5-14.0cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 17.0-17.2cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise and oversensing.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that decreased sensing amplitude was also observed. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on right ventricular lead was observed via a merlin.net transmission. The noise was reproduced when the patient was brought into clinic for further testing. The clinician also noted that the patient had fallen the day before the noise started to be seen and believes this may have contributed to the noise. Programming changes were made. Patient was stable and will continue to be monitored.